Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product was discarded and will not be returning to zoll. A DHR review of the lots mentioned by the customer were performed with no discrepancies noted. We are not able to establish if these electrode pad lot numbers were part of the report in question or on hand inventory. Many factors and variables can contribute to adhesion type challenges that are not directly related to a product issue. No trend has been identified based on similar reports.